Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) 13j15h25 and 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 3 of 5 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The peritonitis manifested as pain near the patient¿s catheter exit site. The patient did not require hospitalization but was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers 13j15h25, 13i20h25 involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).